Event description:
It is reported that the patient was revised due to tibial loosening and subsidence of the tibial plate.

Manufacturer narrative:
Event problem codes; the part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Surgical notes were ot provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Returned x-rays appear to show that the tibial component had subsided posteriorly. Per the unicompartmental knees package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.